Event description:
Two packages were rec'd by the dist, labeled as grey-mia20-3 burrs. Instead they contained grey-m1a16-3 burrs. Two separate package were rec'd by the dist, labeled as grey-mia16-3 burrs. Instead they contained grey -mia20-3 burrs.